Manufacturer narrative:
Pump received with cracked battery tube thread and broken reservoir tube lip noted. Unable to perform displacement test due to reservoir lip broken off. The test reservoir does not stay locked in place due to reservoir tube lip broken off.

Event description:
The customer reported via phone call that battery compartment was cracked. Blood glucose was 120 mg/dl. The insulin pump will be returned for analysis.